Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports upon activating a pod the cannula had failed to deploy.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows the device completed 45 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the start of the second priming sequence, the needle mechanism never deployed. During the investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the cannula failing to deploy.